Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
During ivtm therapy, the thermogard console (sn (B)(4)) displayed a tcmid:02 (ce danfoss error) error message. The treatment was continued with another console. No consequences or impact to the patient.